Event description:
It was reported that the lead dislodged after the initial implant. Positioning/fixation difficulty was also reported. The doctor did not think this was a lead malfunction but due to patient anatomy. The lead was not used. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4): no anomalies found, however blood was noted on distal conductor (not obstructed) and all conductors (not obstructed); full lead returned and analyzed.